Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that patient's pain was gone for over a year and he did not need his implantable neurostimulator/spinal cord stimulation for awhile, so he stopped recharging. The patient wanted to use the implantable neurostimulator again, and it was confirmed to be overdischarged and unable to be charged. The manufacturer representative trickle charged for 2 hours and planned to continue the trickle charge process the following week when the patient was ready. Additional information was received via a manufacturer representative from a consumer regarding the patient on 2019-sep-12. A power on reset (0x260a) was displaying on 2019-sep-12. The patient got an end of service message after the power on reset message was cleared. The patient claims to not have had any previous overdischarges; however, manufacturer¿s records confirm at least one prior overdischarge. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient will have it replaced however it is not yet scheduled.